Event description:
The patient experienced a shocking sensation from the ins itself, ¿without the pain that is related to shocking¿. She felt the ins rotating in her buttock which happened a month and a half after the implantation. Her ¿clinical¿ was excellent and the therapy works wonderful for her. The impedances have been checked and they are optimal for all combinations and were within normal range. The shocking sensation did not occur when the ins pocket was palpated. The patient thought it was related to her colon stage and if she was ¿full¿ it showed/shocking occurred. It has happened around five times. Additional information has been requested.

Manufacturer narrative:
(B)(4).